Event description:
The report received from the affiliate indicated that during the labeling process at the warehouse/plant, black foreign matter was found inside of the sterile pouch of the 55 cm 7 fr si brite tip str catheter sheath introducer. The outer product box and the sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product had been already in this condition when it was delivered. The product was handled and stored as usual procedure. It was not shipped out of the warehouse and was not clinically used. There was no reported patient injury. The product was neither re-sterilized nor re-packaged. The picture of the failure point was uploaded. The product will be returned.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The complaint conclusion was modified/updated analysis received. No change to the baseline conclusion. Updated cc: the report received from the affiliate indicated that during the labeling process at the warehouse/plant, black foreign matter was found inside of the sterile pouch of the 55 cm. 7 fr. Si brite tip str catheter sheath introducer. The outer product box and the sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product had been in this condition when it was delivered to the warehouse. The product was handled and stored as usual procedure. It was not shipped out of the warehouse and was not clinically used. There was no patient injury. The product was neither re-sterilized nor re-packaged. One sterile si brite tip 7f 55cm str was received in its original sealed inner pouch in a folded condition. Per visual analysis, no anomalies/damages were found on the returned unit. A black foreign matter was found inside the sterile pouch. No other issues were found. Ir spectroscopy was employed to determine the chemical composition and structure of the foreign material found inside a csi pouch. Ftir data revealed that material exhibited spectra that shared many on characteristic peaks typically found on polyester based materials and probably combined cellulose. Therefore material is most probably of a textile or fabric nature; however the exact source is not determined by this investigation. A review of the manufacturing documentation associated with this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The foreign material reported by the customer was confirmed. Based on the analysis, this is most probably of a textile or fabric nature. The cause or the origin from this contamination could not be conclusively determined since this type of material does not exist during the entire manufacturing process. Even though the cause or origin of this contamination could not be determined; the event can be related to the packaging process, since the contamination was not detected by the 100% inspection that is in place. An internal investigation was previously opened to evaluate the risk of this issue.

Manufacturer narrative:
Updated: the report received from the affiliate indicated that during the labeling process at the warehouse/plant, black foreign matter was found inside of the sterile pouch of the 55 cm. 7 fr. Si brite tip str catheter sheath introducer. The outer product box and the sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product had been in this condition when it was delivered to the warehouse. The product was handled and stored as usual procedure. It was not shipped out of the warehouse and was not clinically used. There was no patient injury. The product was neither re-sterilized nor re-packaged. One sterile si brite tip 7f 55cm str was received in its original sealed inner pouch in a folded condition. Per visual analysis, no anomalies/damages were found on the returned unit. A black foreign matter was found inside the sterile pouch. No other issues were found. Ir spectroscopy was employed to determine the chemical composition and structure of the foreign material found inside a csi pouch. Data revealed that the material was most probably a textile or fabric; however the exact source was not determined by this investigation. A review of the manufacturing documentation associated with this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The foreign material reported by the customer was confirmed. Based on the analysis, this is most probably of a textile or fabric nature. The cause or the origin from this contamination could not be conclusively determined since this type of material does not exist during the entire manufacturing process. Even though the cause or origin of this contamination could not be determined; the event can be related to the packaging process, since the contamination was not detected by the 100% inspection that is in place. An internal investigation was previously opened to evaluate the risk of this issue.